Event description:
Procedure: anterior lumbar fusion. D.o.s. (B)(6) 2015. There was no pt injury: delay of 2-3 mins. Dr was using the screwdriver under normal conditions when it broke leaving several small fragments in the surgical field. The fragments were all retrieved and passed off the field at which time the drive was reconstructed to ensure all pieces were accounted for. An alternate driver was then used to complete the case. Follow-up imaging verified that all pieces were retrieved.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going.